Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the hypotube and a complete hypotube separation 76cm distal of the strain relief. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the end of the separated hypotube. When positive pressure was applied, the balloon was able to be inflated immediately with no leaks or issues. Product analysis did not confirm the reported event, as the balloon was loosely folded indicating that it was able to be inflated at the facility and during functional testing the balloon inflated to rated burst pressure with no issues immediately.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that balloon inflation failure occurred. During preparation, a 1.50 mm x 20 mm maverick balloon catheter was selected for dilatation. However, the balloon failed to inflate. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube separation. It was further reported that the break occurred outside the patient's body.